Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The health care professional (hcp) called for assistance with the reprogramming options to avoid the inappropriate therapy for the supraventricular tachycardia (svt) rhythms. Technical services (ts) reviewed the data and found that multiple anti-tachycardia pacing (atp) and shocks were delivered for svt rhythms. Reprogramming options were performed. No additional adverse patient effects were reported. This device remains in service.